Event description:
It was reported that 16 days after an implantable neurostimulator (ins) implant, the patient discovered that part of the ins had become exposed. The patient also reported that stimulation could not be felt at times. The ins was replaced to prevent infection. The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient underwent reoperation for closing "the exposed part," and recovery was good. The patient continued with his therapy. Patient information was not reported.

Manufacturer narrative:
Product ID 3550-29 lot# serial# implanted: explanted: product type plug & boot. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), model#: 37714, serial#: (B)(4), found no anomalies. Both devices (ins and ins lead plug) functioned properly throughout the duration for the test. Both devices were set to the parameters the explanted device had when received for analysis. The devices also passed every test they were subject to during analysis.